Manufacturer narrative:
(B)(4). Additional information: (the patient was being infused with parenteral nutrition using a colleague infusion pump. The leak was identified 6-12 hours after the infusion was started.) Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer did not return the actual sample; however, they did provide a photograph. A photographic inspection identified that there was a hole in the tubing. A CAPA investigation for this failure mode identified that the possible cause of the issue was a manufacturing issue. To address the manufacturing issue, the production process has been updated and awareness training was conducted. However, the cause of this reported event could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a light sensitive drug set ruptured and had leaked. This occurred ¿a few hours¿ into patient infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the actual device was received for evaluation. Visual inspection did not verify the reported issue. However, when the device was gravity tested a leak was observed from a hole in the tubing. The reported problem was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.